Event description:
It was further reported during the second procedure in (B)(6) 2013, the physician attempted to access the om2 using a pt2 moderate support guide wire but it was unable to cross the 2.5 x 20 mm promus element stent and as flow was good, finally the stent was deployed in om1.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure target lesion one was initially treated with pre-dilatation followed by thrombectomy. Target lesion two was also initially treated with thrombectomy along with the use of a distal protection non bsc filter device. Svg to om1 - as good flow within the vessel was noted and another guidewire could not cross into the vessel to stent the proximal portion of the svg, a decision no further intervention within the graft was made and instead revascularization of the native om1 was considered. Also, during the procedure, the 80-90% lesion located in the distal rca and extending up to ostial r-pda was treated with pre-dilatation and placement of a 2.5 x 24 mm promus element stent with 0% residual stenosis. Correction: svg to om1 previously deployed and occluded stent was originally reported as 2.5 x 20mm pe plus study stent. Has been corrected to 2.5 x 16 mm pe plus study stent.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same patient as MDR ID# 2134265-2013-01307. It was reported that post a stenting treatment procedure, thrombosis and myocardial infarction occurred. Index procedure: the patient presented with unstable angina. Two lesions were treated during the procedure. The first lesion was 100% stenosed, 12 mm long with a reference vessel diameter of 2.5 mm, located in the 1st obtuse marginal (om) branch. The physician advanced a choice pt extra support guidewire with backup support of a balloon however; it was unable to cross the lesion. A 2.0 x 20 mm apex balloon was used to pre dilated the lesion which resulted in vessel recoil at the om insertion site. A 2.5 x 16 mm promus element plus (pe plus) stent was implanted in the lesion with 0% residual stenosis. The second lesion was 100% stenosed, 28 mm long with a reference vessel diameter of 4.0 mm, located in the saphenous vein graft (svg) to the 1st obtuse marginal branch. The physician treated the lesion with direct stent placement of a 4.0 x 32 mm pe plus stent with 0% residual stenosis. Following the placement of the 4.0 x 32 mm pe plus stent, a mild residual clot was noted which was treated with tri-nitroglycerin and verapamil. The patient was discharged the next day on aspirin and prasugrel. The patient presented 23 days later with unstable angina and myocardial infarction. The 1st om was 80% stenosed. The patient was treated the next day with direct stent placement of a 2.5 x 20 mm promus element stent, residual stenosis was 0%. The physician also treated the proximal-mid right coronary artery (rca) with direct placement of 3.5 x 24 mm promus element stent. However it did not expand thereby post-dilation was performed using a 4 x 12 mm quantum balloon. Following this, the final results were found to be excellent. The event was considered resolved the next day.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not be returned; therefore a failure analysis of the complaint device was not completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).